Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-7205t tigerwire with 2 tapered needles was used in a spine surgery on (B)(6) 2023 and postoperative CT scans confirmed the presence of metal fragments in the patient's body. The surgeon suspects that the product is contaminated with a piece of metal. Additional information requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is not confirmed. Visual evaluation of the needles did not find any issues. The suture's overall length was cut on each needle and no issues were found on the sutures. No problem found.